Event description:
It has been reported to philips that the system did not fully boot and gave an error message of ¿system starting time 00:00¿. The system was outside clinical use at the time of reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision computer and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Fse replaced the flexvision pc and hard disk drives. The flexvision pc has been returned for analysis and investigation confirmed a failure of the dual-in memory module(dimm) in the flexvision pc. Philips has initiated a medical device correction (z-1144-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the flexvision pc. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.